Event description:
It was reported that the device had a loudspeaker error. It is unknown if there was still sound coming from the device. It is unknow if the device was in use at time of the event. There was no report of patient or user harm.

Manufacturer narrative:
(B)(6). The testing conducted the engineer was unable to replicate the reported problem. The reported problem was not confirmed. The speaker was replaced to resolve the reported issue of an intermittent failure. After the speaker was replaced the device was operational. If additional information is received the complaint file will be reopened.